Event description:
A malfunction code, identified as malf 23, was reported by the customer, leading to the replacement of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.